Event description:
Doctors were performing an endoscopic tavr procedure to do left femoral cut down. After valve deployment and while removing delivery system, the sheath to delivery device failed and balloon broke off of catheter and became wedged within the sheath. Endoscopic tavr procedure then converted to an open abdominal aortic sheath and balloon retrieval and abdominal aortic repair was performed. Manufacturer response for sheath itruducer set/commander delivery system, edwards (per site reporter). Contacted edwards vendor.